Manufacturer narrative:
The product is not expected to be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and loss of capture (loc) shortly after implant. X-ray confirmed lead dislodgement. Intervention was performed and the lead was explanted and replaced. Besides extended hospitalization, no additional adverse patient effects were reported.